Manufacturer narrative:
The field service engineer (fse) observed the probe wipe rinse block was leaking and discovered the tubing through pinch valve pv42 had a hole. The fse replaced the tubing through pinch valve pv42 and resolved the fluid leak issue. The repairs were verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The affiliate reported the customer alleged approximately two and one half (2.5) milliliters of isoton leaked outside the instrument from the blood sampling valve (bsv) and onto the counter during system startup involving the coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed and results were not generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.